Event description:
Pt admitted w/pseudominias sepsis, history of cancer; IV d5/.45 normal saline infusing via plum pump at 75cc/hr. Liter of fluid hung at 0035. At 0400 entire bag found to be infused. Pump read 369.6 total volume delivered and 752.4 volume to be infused. Pt assessed. Lungs clear anterior/posterior. No adverse effect.